Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that whenever he charged his device, he sat on the recharger. The patient reported that today when he was charging, he would get all 8 coupling bars but then dropped to no coupling. The patient wasn¿t using a belt. It was suggested that the patient use a belt, but the patient didn¿t want to use a belt. No further complications were reported.